Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/09/2016. Retain and return product was tested and functioning according to specification. Investigation: during the review of the customer's data for this incident, a discrepancy in bun results between the I-stat and the lab instrument was observed. Although there is no general consensus for medically allowable differences between systems, as a guideline the agreement between systems for bun should be the greater of 2 mg/dl or 9% as per I-stat troubleshooting guide art: (B)(4). Section 9.3, rev. Date 30-nov-12. The unexpected result code for bun was added to the product codes in rocketware and investigated under this incident. Forty retained cartridges from the lot were tested using whole blood and I-stat level 1 control. The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. Eight returned cartridges from the lot were tested using whole blood. The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results a patient admitted for syncope on previous night. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).